Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6: e2402 (appropriate term/code not available) is being utilized to capture (hypothyroidism) generalized disorders (e23). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative note ad 14 oct 2024 was reviewed by a clinician. On (B)(6) 2024, the patient underwent a left tha due to increasing pain and difficulty walking. Post-operatively the patient sustained an acute pe in the right lower lobe. She was treated with a heparin drip. She also had a non-occlusive dvt in the left leg. This was likely the original clot from the pe. She went into obstructive shock from the pe requiring norepinephrine in the ICU. She was also diagnosed with encephalopathy, acute hypercapnic and hypoxemic respiratory failure, hyponatremia, and an acute kidney injury. Pmh includes chf, hypothyroidism, morbid obesity, adhd, and obstructive sleep apnea. Patient was discharged home on (B)(6) 2024 with home health services.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical adverse event received for vascular - pe device related: definitely not procedure related: probably date of event: august 20, 2024 date of implant: no information provided. Date of revision: no information provided. Device location: no information provided. Treatment/impact: no information provided